Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited high out of range pacing impedance. Though the lead was repositioned, it still showed high out of range pacing impedance each time. This lead was removed and a new rv lead was implanted with no problems. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected to be returned to boston scientific. Without a returned lead, it is not possible to conduct technical analysis and determine how the lead may have caused or contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.